Manufacturer narrative:
This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports she is experiencing an overstimulation sensation from the ipg site down her leg when she steps on her left foot. The ipg is placed in the left buttock. The sensation occurs when she pivots off her left leg or when walking up stairs. The sjm representative met with the patient and lead diagnostics revealed no anomalies. Reprogramming was performed, however the patient reports she is still experiencing the overstimulation sensation. Follow up information identified the patient underwent surgical intervention on 03/08/2017 where the ipg was removed and replaced which resolved the issue.